Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. It was reported that myocardial infarction (mi) and stent thrombosis occurred. In (B)(6) 2015, clinical assessment identified the patient's qualifying condition was unstable angina and myocardial infarction. Electrocardiogram (ECG) and coronary angiography were performed. Subsequently, the patient underwent an urgent/emergent percutaneous coronary intervention (pci). The de novo, ostial target lesion was located in the mild calcification and moderate tortuosity left main coronary artery (lmca) extending to proximal left circumflex with 90% stenosis and was 20 mm long with a reference vessel diameter of 4.0 mm. The lesion was located within or distal to a >60 degree bend in the vessel. The physician then treated the lesion with pre-dilatation of 2.5mm balloon catheter at 14 atmospheres and placement of a 4.00x23mm promus premier¿ stent. Following post-dilatation of a 5.0mm balloon catheter at 24 atmospheres, residual stenosis was 0%. There were no complications and one day post procedure, the patient was discharged with aspirin and clopidogrel. In (B)(6) 2015, the patient presented with a 2-day history of increasing chest pain and pressure radiating to the left arm and was associated with shortness of breath, nausea, and diaphoresis. Patient had taken aspirin and brilinta (ticagrelor) that morning and was compliant with her anti-platelet regime. The patient was then diagnosed with acute coronary syndrome with st elevation myocardial infarction (stemi) and admitted directly to the catheterization lab. Patent's coronary angiography revealed severe focal area of restenosis within the previously placed 4.00x23mm promus premier¿ stent in circumflex (cx) artery. The restenosis of the cx was treated with an non-bsc balloon catheter and the proximal cx extending back into the lmca was then treated with placement of a 4.0x12mm non-bsc stent. The final angiogram revealed timi 3 flow and procedure was successfully completed without complications. The events were considered resolved. Two days post procedure, the patient was discharged with aspirin, plavix (clopidogrel), and cilostazol for more aggressive re-stenosis prevention.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2015, the patient was diagnosed with acute coronary syndrome with non-st elevation myocardial infarction (nstemi) and not st elevation myocardial infarction (stemi) as previously reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion during the index procedure was a bifurcated lesion and the physician treated the lesion with 4.00x24mm promus premier stent and not a 4.00x23mm promus premier stent as previously reported. In (B)(6) 2015, tit was noted that the location of the st elevation myocardial infarction (stemi) was anterior (septal). Also, cardiac catheterization revealed that for the previously placed promus premier stent, although it was patent within the proximal portion of the left main coronary artery, within the cx there was a severe focal area of restenosis.